Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of restenosis, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: five (5) months post implantation. It was reported via a trial, that on (B)(6) 2009, a vision bare metal stent was implanted in the mid right coronary artery (rca). On (B)(6) 2010, intervention was required due to restenosis of the vision stent in which the xience v stent was implanted. No additional information was provided.